Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a3, b1, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6, and h10. Review of the most recent repair record determined the unit was evaluated by the repair site and found that the device passed the test mesh during device evaluation. The cutter was damaged, and the roller was worn. The unit was out of calibration. The cutter and roller were replaced and resolved the reported issue. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: (B)(6).

Event description:
Upon further evaluation, it was determined that serious injury did not occur. There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Telephone number: (B)(6).

Event description:
It was reported that during unknown timing, the plate jams which leads to the skin tearing. It was noted that there was serious injury, however no information regarding the injury is available at this time. Due diligence is in process and there is no additional information available.